Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed imprecise results while using clinical chemistry lactate dehydrogenase reagents. The following data was provided for one patient. Sid (B)(4), specimen 1 initial (drawn in the morning, tested at 5:00 p.m. Using the c16000 analyzer sn c1601627) 388.6 u/l, repeat 182.93 u/l, repeat using c8000 analyzer sn (B)(4) 329.32, 179.63 u/l specimen 2 initial (drawn in the afternoon, test time not provided using the c16000 analyzer sn (B)(4) 173.69 multiple replicates for the patient ranged from 159.57 to 181.97 u/l, however no draw time or analyzer used were provided. Per the product package insert, the reference range for the assay is 125 to 220 u/l. No impact to patient management was reported.

Event description:
Additional specimen results were provided. Sid (B)(6), initial: 259.53 u/l, repeat: 172.94 u/l.

Manufacturer narrative:
An evaluation is in process.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from clinical chemistry lactate dehydrogenase reagents to the architect c16000 analyzer. MDR number 1628664-2018-02200 has been submitted and all further information will be documented under that MDR number.